Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The chair has been requested to be returned for evaluation. The malfunction has not been confirmed.

Event description:
Dealer states the headrest mount from the factory was installed incorrectly and it hits the recline actuator casing and has broken it. Dealer states there is no way to fix this issue in the field and that it's a bad design.